Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the left ventricular (lv) lead was causing muscle stimulation. Which led to the patient feeling discomfort. The lv was capped. And a new lv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.